Event description:
A hospital in (B)(6) reported that one of the ports in the dome of an mr290 humidification chamber was found to be deformed when they removed the port cap before use.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned and was visually inspected. Results: the visual inspection revealed that one of the ports was bent inwards. The area around the base of the chamber port was smooth and free of stress marks. This shows that the chamber port bent as a result of plastic softening and not as a result of physical force or impact, which would have caused cracking. The plastic of the chamber dome was discoloured and opaque and bulged outwards slightly between the base and the water level line. This type of bulging is caused by water temperatures close to or above 100 degrees celsius during use. A lot check revealed no other complaints for this lot number. Conclusion: the customer had alleged that the chamber deformation was noticed before the chamber was used, but the returned chamber contained water, indicating that it had likely been in use. Based on the observed damage, it appears likely that water with a temperature near to boiling point had been placed into the chamber and caused it to soften and deform. As part of our manufacturing process, every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. In addition, a visual inspection is performed after the port caps are assembled on to the chamber on the production line. Any product which fails this visual inspection is rejected the user instructions that accompany the mr290 state the following: do not fill the chamber with water in excess of 37 degrees c.